Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a blood leak underneath the coulter lh 750 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed that the tubing going through pinch valve lv115 on the lower left side of the instrument had a hole and was causing the leak. The fse replaced the tubing and the clear collar on the pinch valve. There was no further evidence of leaking after the repairs. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).